Manufacturer narrative:
(B)(4). Initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed once appropriate device information has been provided. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 6.5 years (implanted (B)(6) 2006, explanted (B)(6) 2013).